Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr01 implantable pulse generator (B)(6) 2008; 4024-58 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for numerous low impedance measurements. The lead was programmed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.